Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the leaking around the eto pin, the bending section cover was cut and had a hole, there was residual fluid inside the objective lens, switch #1 to #4 was not working, the bending section had broken and frayed wires at the dent side, and the case and printed circuit board were cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foggy image was likely due to water invasion and moisture adhering to the objective lens; however, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the laparo-thoraco videoscope had poor image quality. The issue occurred during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was very cloudy. The report is being submitted due to the defect found during evaluation.